Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. In this case, it was reported that the guide wire interacted with the patient¿s moderately calcified, moderately tortuous, and 85% stenosed lesion during advancement, resulting in the reported failure to advance. Manipulation of the guide wire when resistance was met likely contributed to the reported material separation. The separated portion of the guide wire was retrieved via a snare device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the subclavian artery with 85% stenosis, moderate calcification and moderate tortuosity. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire had resistance with the anatomy during advancement and failed to cross the lesion. The tip of the guide wire separated inside the anatomy and a snare device was used to retrieve the separated portion. There was no resistance during removal. Another ht bmw universal ii guide wire was used to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.